Event description:
Litigation alleges patient experienced severe pain and discomfort.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/13/2012 - pfs and medical records received. After review of the medical records the revision operative note stated the sleeve and stem were removed, but they are not being reported at this time as there was no reported product failure or serious injury. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4). New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges patient experienced severe pain and discomfort. Update: 11/13/2012 medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update rec'd 11/13/2012¿ pfs and medical records received. After review of the medical records the revision operative note stated the sleeve and stem were removed, but they are not being reported at this time as there was no reported product failure or serious injury. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : 6/4/2014 doi: (B)(6) 2005 - dor: (B)(6) 2005 (left hip). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause, the need for corrective action was not indicated.